Manufacturer narrative:
H11: livanova maintains DHR documentation for each device that for release to use shall be manufactured in accordance with the dmr and the design requirements. For this specific case it is not deemed necessary to perform DHR review because potential root causes cannot be related to a manufacturing issue. Livanova initiated an investigation. If additional relevant information will be available a follow-up report will be submitted.

Event description:
Livanova received a report about a pump alarm "fault in motor controller (431)". Even after switching off/on multiple times - pump not revolving. No patient impact reported.

Manufacturer narrative:
H 11: based on the review of similar complaints and as per cp_sem_err_001, the error code 431 (rc_resolver_signal) can be due to: - pump resolver fixation loosened / resolver defective; - defective hms (motor control) board. Authorized technician inspected the unit and found that the roller pump motor controller board hms0409 (#90-305-770) was faulty and needed to be replaced. A device service history review has been performed and identified that the unit was manufactured in 2021 and no other similar event has been reported, neither concerning trend has been identified. Based on the outcome of service activity, the most likely root cause has been assigned to an electrical failure of the motor controller board. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impacts (drops and falls), and power overloads/surges but also to variability of micro subcomponents. However, there is no concerning trend for this kind of failure. No specific action was currently deemed necessary, livanova maintains and documents periodic customer events monitoring process in order to evaluate actions for products improvement.

Event description:
See initial report.